Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Family member helped customer to consume honey and carbohydrates to address bg. Customer reported that the pump miscalculated boluses. Tandem technical support educated caller on correction bolus calculations with insulin on board; customer acknowledged the bolus was calculated correctly and continued to use the pump for insulin therapy. The customer also reported that the pump intermittently miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed.